Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer while the pump was in use. There was no reported impact to the customer¿s blood glucose level due to the incident as the customer declined to provide specific information. Technical support assisted the customer in loading a new cartridge; however, the issue persisted as the cartridge alarm recurred. The pump was not replaced because it was out of warranty, and further resolution steps were not detailed.